Event description:
It was reported that this rv lead and the ra lead dislodged due to accidental fall of the patient, not related to the device. This right ventricular lead was successfully repositioned while the atrial lead was left with only sensing function.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.